Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes programming changes were performed to resolve the issue.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed post-paced t-wave over-sensing on the implantable cardioverter defibrillator. No changes or interventions were reported. The patient was in stable condition.